Event description:
Angioplasty balloon ruptured during arterial inflation. Upon removal of balloon, it was discovered that the balloon itself was no longer attached to the distal end of the device. Angioplasty balloon was visualized on x-ray to be in the left common femoral artery. Several retrieval options were discussed, but the remainder of the balloon was removed when the wire was removed from the artery. Upon examination, it was determined that the foreign body was removed from the patient's artery in its entirety.